Event description:
Complainant alleged that the medics were attempting to treat a 61 year old male patient in ventricular fibrillation. The medics shocked the patient four times at 200 joules each time. The patient then went into an asystole rhythm, and the medics then tried to pace the patient's heart rate, but they rec'd an "ECG leads off" message and a dash line on the device screen. The medics then obtained another device, and connected it to the patient using the same three lead ECG cable. The complainant indicated that the second device also failed. Please reference medwatch report number 1220908-1998-00228. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction.